Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the battery compartment was damaged and the threads of the battery cap were stripped. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1; date of submission: 01/05/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 12/10/2014 with the following findings: the returned battery cap was unable to secure to the returned pump or a test pump per the instructions for use (IFU). The threads of the returned battery cap were observed to be stripped; a test battery cap was used during the investigation due to the condition of the returned battery cap. The battery compartment was observed to be cracked above the grip pad. The reported issue was confirmed. Unrelated to the reported issue, the display screen visual was observed to be discolored due to an unidentified display failure.